Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to deliver energy consistently when being activated. They hear the beep while holding the jaws closed then it stops while still having the jaws closed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated sections: g4, g7, h2, h6, h10, h11. Corrected section: h-3 " if other provide code -explain": corrected from "device not returned" to "device discarded", e1- email address correction the lot #25153391 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to deliver energy consistently when being activated. They hear the beep while holding the jaws closed then it stops while still having the jaws closed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.